Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 638 mg/dl at the time of incident. Customer stated that she had nausea and extensive back surgery, she was off pump for 8 days. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with long acting insulin manual injection. Customer reports insulin exited at the quick release. Troubleshooting was assisted. The device will not be returned for analysis. Frn-unk-rsvr, unomed set.